Manufacturer narrative:
Date sent: 07/10/2007. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a thyroidectomy procedure the device gave an instrument error code. When the tech went to wipe off the blade it broke off. Another device was used to complete the case. There was no consequence to the pt.